Manufacturer narrative:
Complaint no: (B)(4). The hernia occurred on an unspecified date in (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was not reported. It was not reported if the hernia was present prior to the start of pd therapy or if the hernia worsened with therapy. It was reported the patient was hospitalized for the event. On an unreported date, mid-month of the same month as hospitalization, the patient underwent a hernia surgery as treatment for the event. At the time of this report the patient outcome was not reported. The action taken with dianeal and extraneal therapies was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.